Event description:
The contact stated the customer tested his blood glucose with the contour meter and received a reading of 521 mg/dl. The customer then retested using a one touch meter and received a reading of 181 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.